Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application crashed, when the user selected "clear all" without having selected items to clear. It was noted that, due to the crash, device telemetry and the connection between the mobile device and programmer base were lost. It was further noted that the user was able to reproduce the issue. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.